Manufacturer narrative:
(B)(4). Investigation: x-inspect returned samples. Analysis and findings: the complaint unit, product # 52969, serial #: (B)(4), was manufactured on may 16, 2003 and shipped to the customer on june 18, 2003. A review of the 2 year complaint history for the leep system 1000 esu gen. Shows similar complaint conditions on file. Service & repair confirmed the complaint and had replaced the diaphragm to repair the device. The foot pedal has been known to fail due to a few reasons. The most common is the diaphragm which acts as the mechanism to make contact (for electrical current) to supply power to the unit. This particular failure is actually not due tot the foot pedal portion of the device, but another component inside the housing. Air displacement pushes on a piston, via a diaphragm, into a switch to turn the power on. The foot pedal creates the air displacement to the pneumatic switch mechanism located in the housing of the unit. The diaphragm breaks down just enough to lose its seal and cannot function properly. The diaphragm material has been described as a rubber, possibly a latex. Given the appearance of a bad diaphragm it appears to have been exposed to excessive stimuli. Materials like latex are flexible hence the use in this application but its elastic properties can alter over time as well. In this degraded condition the sealing properties are impacted and it will not function as intended. The root cause for this complaint condition is being attributed to degradation of the diaphragm. Correction and/or corrective action: none. Coopersurgical service and repair team replaced the diaphragm on the unit and returned it to the customer. Sustaining engineering has successfully tested a replacement material made of silicone for use in assembly and repairs going forward, eng-test-10341-r. The dfu was also updated to add a safety check via (B)(4). A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. This is not an assembly issue. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes.

Event description:
Review of service and repair logs: customer stated "will not cauterize or cut". (B)(4).